Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. During a device change out procedure, the lead exhibited insulation anomaly. The lead was capped and replaced. The patient was in stable condition prior, during, and post operation.